Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition had occurred on a trilogy evo device. There was no harm or injury reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device had failed the data wipe making it unable accessible to investigate the cause of this issue on this trilogy evo device. There were no repairs made and/or parts replaced for this device. The root cause isn't confirmed at this time. The device was returned to the customer unrepaired. The reported failure of ventilator inoperative alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.